Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
Rotational sensor abnormalities were seen in the download data causing first prime to end early and the firing flat not being properly lined up by the end of second prime. The rotational sensor malfunction was confirmed to have caused the reported event. Damage was observed to the commutator cap. It could not be conclusively determined if this contamination contributed to the abnormal rotational sensor data.